Event description:
It was reported that the arctic sun device was giving no flow. A check of the diagnostics showed that with the circulation pump command at 100% no pressure was generated. Also had them check suction at the left port of the manifold and they stated no suction was felt (B)(4). Per additional information updated from ttm on 08aug2025, biomed needs help troubleshooting flow rate. Guided through enabling manual control inlet pressure (ip) was -0.2psi, flow rate (fr) was 0lpm, circulation pump command (cpc) was 100%. Per review of wo notes on 08aug2025, they discussed this was indicative of a failed circulation pump. Requested pricing for both options. Per sample evaluation results on 18sep2025, unit did not heat water. Per sample evaluation results on 11dec2025, the worn/torn tank seals found in wo-(B)(4).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a seized circulation pump motor. A check of the diagnostics showed that with the circulation pump command at 100% no pressure was generated. I also had him check suction at the left port of the manifold and he stated no suction was felt. Low flow is is confirmed through the case data logs. Circulation pump command at 100% no pressure was generated is confirmed through the case data logs. Circulation pump motor was replaced. Unit does not heat water. Pm performed. Heater and its foam were replaced. During repair, it was found that the tank seals were worn/torn and replaced. Serviced the circulation pump and mixing pump. Replaced the evaporator outlet tube, replacing the double-bend tube and the manifold o-rings. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving no flow. A check of the diagnostics showed that with the circulation pump command at 100% no pressure was generated. Also had them check suction at the left port of the manifold and they stated no suction was felt. Per additional information updated from ttm on 08aug2025, biomed needs help troubleshooting flow rate. Guided through enabling manual control inlet pressure (ip) was -0.2psi, flow rate (fr) was 0lpm, circulation pump command (cpc) was 100%. Per review of wo notes on 08aug2025, they discussed this was indicative of a failed circulation pump. Requested pricing for both options.